Manufacturer narrative:
Corrections: d4. Model # = gpn. H6. (Annex a). Investigation evaluation: as reported, during a sonohysterogram, the acorn positioner of a 'goldstein sonohysterography catheter' detached upon removal. The procedure was completed without the user noting the missing acorn positioner or the positioner remaining in the patients vaginal canal. The patient notified the reporting facility to inform them that her primary care provider had to remove the positioner after feeling abnormal. The positioner was indwelling for 4-7 days, it was removed vaginally with ring forceps. There was no harm to the patient. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU [t_j-gshc_rev4; 'goldstein sonohysterography catheter'] supplied with the device states the following in consideration of the reported failure mode: - "note: upon removal of catheter, ensure that positioner is still on body of catheter. If still lodged in patient cervix, remove using forceps." The complaint was confirmed based on customer testimony. The most likely cause for the reported event was the operator's failure to follow instructions. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = operations manager. G4: PMA/510(k) number = k180300. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a sonohysterogram, the acorn positioner of a 'goldstein sonohysterography catheter' detached upon removal. The procedure was completed without the user noting the missing acorn positioner or the positioner remaining in the patients vaginal canal. The patient notified the reporting facility to inform them that her primary care provider had to remove the positioner after feeling abnormal. The positioner was indwelling for 4-7 days, it was removed vaginally with ring forceps. There was no harm to the patient.